Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. See section d for any product information received. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
The patient was revised to address loosening and associated pain. Postoperatively, the patient experienced bleeding and hematomas which the surgeon drained several times over the following several weeks.

Event description:
Update jun 22, 2017: legal medical records received. After review of medical records for the MDR reportability, it was stated that the patient was revised to address pain. Revision notes has confirmed no evidence of loosening. There was trace synovial fluid present in the capsule which do not appear to be grossly infected. The hip was inspected and found to have no significant inflamed tissue or any obvious irritation and inflammation. The stem and cup was well fixed and was left as it is. There was an osteophyte noted anteriorly and superiorly which might have caused irritation of the iliopsoas, but there was no obvious irritation noted. There was no obvious source of patient's ongoing pain. Components grossly appeared to be well fixed. Revision notes state that the dor is (B)(6) 2015. Progress notes on (B)(6) 2013 suggests that she had already underwent total hip arthroplasty at the time of visit. However, there are no medical records provided to confirm the correct doi. Should there be new information, this complaint will be updated. This complaint was updated on jun 27, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Update sep 6, 2017: medical records received. After review of the medical records for the MDR reportability, in addititon to what was previously reported, clinical notes reported that patient experienced difficulty ambulating. Product codes and lot numbers provided. Correct doi was on dec 17, 2013. This complaint was updated on sep 11, 2017.